Event description:
Blood glucose test strip had blood on it. Both box and strips were intact before opening. Box consists of 50 count, with 5 strips connected in individually sealed foil packages. Box and foil packages were intact. Consumer didn't notice blood on strip until they opened it and had already touched it. Consumer did not use the test kit. Consumer is concerned about hepatitis. Contacted MFR and then wanted it returned to them, but consumer has not returned them. Consumer has not been able to get in touch with dr.